Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father said that the cannula didn't insert because his daughter's blood glucose levels were high. Her blood glucose readings were 300 mg/dl at 9:00pm and 315 mg/dl at 10:00pm. When the customer's father changed the pod, the customer's blood glucose level returned to normal levels. The pod was worn for less than 4 hours.